Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch verio iq meter was continuing to prompt the "apply sample" message after she had applied the sample. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 5:40am, the patient reported the alleged issue began. The patient reported using self adjusting insulin (type unknown) to manage her diabetes. The patient reported in response to the alleged issue, she did not make any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2012, 3 hours after the alleged issue started, she felt nauseated. However the patient denied receiving any treatment in response to her symptoms. At the time of troubleshooting, the cca confirmed the patient was using the correct test strips at the time of testing, and the patient's testing process was correct. The cca confirmed that the test strips completely drew in the blood sample and the alleged issue was not resolved with training. Replacement products were sent to the patient. The meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012, with the following conclusions: the meter failed testing, it was found to have a spc contact issue between the spc pin2 and the test strip. Based on the information provided, the alleged issue did not cause or contribute to a serious injury. The patient¿s reported symptoms do not meet lfs' criteria for a serious injury. The patient did not report any blood glucose readings or medical intervention suggesting that a serious injury occurred. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
((B)(4) 2012) correction:the manufacturer was inadvertently set to lifescan (B)(4), but it should be lifescan (B)(4) for the verio product.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012, with the following findings: the meter has failed testing, the meter was found to have an spc contact issue between spc pin2 and the test strip. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.